Event description:
It was reported that during the tka, the surgeon noticed a gap (0.5mm) between the triathlon ps tibial insert and baseplate. Therefore, he removed it and implanted another insert (#4-11mm) but there was a gap (0.5mm) between them again.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 9610726-2010-00437.